Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomed. The customer was instructed to perform a speaker test. The results of the analysis showed the speaker did not play the test sound. The customer was advised that a replacement speaker that is approved by philips would be necessary. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The customer provided information regarding obtaining a replacement speaker and the customer has taken responsibility to obtain the necessary part to resolve the issue. A review of the service history for this device shows the part replacement was requested under a separate case. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the users are not able to hear sounds from the host monitor. The device was in use on a patient at time of event, there was no adverse event reported.